Event description:
It was reported an occlusion alarm occurred. The customer's blood glucose level was displayed as "high"; a specific value was not provided. Elevated blood glucose and occlusion alarm were addressed with a supply change, then the customer resumed insulin therapy.